Manufacturer narrative:
The fracture of a cps-plus stem was reported. No part was returned for investigation. No batch number was communicated, no review of similar complaints or of the production records could be performed. No medical documents were communicated. Based on the available information, no thorough investigation could be performed and the root cause of the reported issue remains undetermined. Smith&nephew will continue to monitor this device for similar issues. If the explants or additional information becomes available in the future this investigation will be reopened.

Event description:
It was reported by the healthcare facility a cps plus fracture due to fatigue.